Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer report reference number: 3006705815-2021-00556. It was reported that the patient experienced an abandoned trial procedure. The physician attempted to place the leads at t11/t12, however the patient had a laminectomy at that location previously and the physician could not access the epidural space. At that point, fluid began backing out of the needle. The physician thought it was a wet tap, but no symptoms were noted and no intervention was taking for it. Therefore the physician took the trial leads out. Nothing was implanted in the patient.